Event description:
The customer report on (B)(6) 2013 at 9:50 pm she activated a new pod. There were no carbohydrate count or insulin dosages provided. At 3:45 pm the pod was deactivated and she noticed the cannula was kinked.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported kinked cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.